Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was foreign material clogging the nozzle. This is attributed to failure to clean adequately. Due to clogging of nozzle, no air and water is fed. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down knob does not meet the standard value; paint on air/water cylinder and suction cylinder is chipped; adhesive objective lens has white-clouded area; adhesive on distal end rubber coating (a-rubber) has a chip and a crack; and connecting tube, switch (sw) sw1, insertion tube image guide protector, and protector of universal cord have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus loaner asset that was inspected upon return and found to have poor air/water supply. There is no patient involvement. The device was sent in to the service center. Upon evaluation of the device, it was observed that there was foreign material clogging the nozzle. This is attributed to failure to clean adequately. Due to clogging of nozzle, no air and water is fed. This medwatch is being submitted for the reportable issue of foreign material found in the nozzle as observed during device evaluation.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Information on the reprocessing of the device: the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known. Pre-cleaning information: there is no information if there was delay to the start of pre-cleaning, if device needed to be soaked, nor if the air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. There is no information if air/water nozzle was wiped/brushed with lint-free gauze, brush, or sponge, nor if the air/water nozzle was flushed with detergent solution. Reprocessing at the facility is performed as is recommended.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that foreign material larger than the inner diameter of air/water nozzle got into the air/water channel and caused the event. A root cause of how the foreign material got into the channel could not be identified. Olympus will continue to monitor field performance for this device.